Manufacturer narrative:
(B)(4). No iabp part or recorder strips were returned to teleflex (B)(4) facility for evaluation. The iabp was serviced by the field service engineer, and no issue was found. The iabp passed pm (preventive maintenance) and functional checklist. A device history record (DHR) review is not required. No functional issue was found with the iabp. Conclusion: the reported complaint of "display screen freeze" is unable to be confirmed. The iabp was serviced by the field service engineer and no issue with iabp. The iabp passed pm (preventive maintenance) and functional checklist. No parts or recorder strips were returned to teleflex (B)(4) for evaluation. The root cause of the reported complaint is undetermined.

Event description:
It was reported per field service report: symptom - customer stated that while the intra-aortic balloon pump (iabp) was on patient and pumping, its display would freeze and act like it was not pumping. The pump was swapped out and the patient was not harmed. Findings/action taken: could not replicate problem. To ensure success all spade connectors were double checked for tight fit. Reseated u6 and u7 cpu (central processing unit) and double checked display connectors for tight fit. Found left rear caster damaged; replaced caster. Found battery gave 20 minute alarm at 55 minutes then pump shut off; replaced battery. The charging voltage was 13.48v. Preventative maintenance and functional checklist performed. The iabp performed to specification. Software level: 2.24

Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - customer stated that while the intra-aortic balloon pump (iabp) was on patient and pumping, its display would freeze and act like it was not pumping. The pump was swapped out and the patient was not harmed. Findings/action taken: could not replicate problem. To ensure success all spade connectors were double checked for tight fit. Reseated u6 and u7 cpu (central processing unit) and double checked display connectors for tight fit. Found left rear caster damaged; replaced caster. Found battery gave 20 minute alarm at 55 minutes then pump shut off; replaced battery. The charging voltage was 13.48v. Preventative maintenance and functional checklist performed. The iabp performed to specification. Software level: 2.24.